Event description:
Caller reported that the tandem mobi cartridge alarm was triggered during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support confirmed the occurrence of cartridge alarm 30 and educated the caller on proper cartridge loading procedures. A replacement pump was sent to ensure continuity of insulin delivery, and the caller was instructed to return the problematic pump to tandem. The caller acknowledged all instructions and will use a backup insulin pump in the interim.